Event description:
It was reported that a check syringe plunger sensor error was observed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4)., as a result of warning letter cms#(B)(4). A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. Both seals were intact. The investigation found the top case in excellent condition. Right, left plunger cases cracked by the screws and contaminated. The pump event history showed a check syringe plunger sensor was verified multiple times in history the error history log (ehl). The evaluation was performed, and the reported issue was duplicated, during syringe test and digital sensors check which failed. Fluid ingression. Flippers were not properly engaged due to contamination on left plunger case assembly. The root cause of the reported issue was due to use error. The technician replaced the left plunger case. Performed power up process and all functional tests passed. (UDI) is unknown. No information available to date.